Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, following withdrawal of an 18fr esheath, an intimal injury in the right femoral artery (rfa) was observed and the artery was surgically repaired. After good blood flow was confirmed, the procedure was completed. The physician stated that he felt resistance upon insertion of the esheath and a gap between the esheath tip and the introducer might have hooked the vascular intima. The access vessel minimum luminal diameter (mld) and its calcification degree are unknown. The access vessel tortuosity was moderate.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The device was not returned to edwards lifesciences for evaluation, for this reason a limited investigation was performed. A device history record (DHR) did not reveal any issues that could have contributed to the reported event. A review of lot histories revealed no other similar returned complaints. A review of complaint histories for the month of november 2015 did not reveal that the occurrence rate exceeds the control limits for either trend category. During manufacturing, the esheath assemblies are 100% visually inspected by manufacturing and quality among other things for the following: visual inspection for kinks, bends or mechanical damage; circumferentially oriented surface defects, protruding or missing material, dents, and cuts. At 20x magnification: hdpe/tip interface between the visible edges of the liner. Reject non-smooth transition (a step at the transition). The inspections described above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the device (or applicable photo/video, relevant to the reported event) not being returned for evaluation, the reported events were unable to be confirmed. Without the device returned for evaluation, functional testing and dimensional analysis was unable to be completed. Difficulties encountered during insertion of the esheath and introducer into the vasculature may be due to the tortuosity and calcification of the access vessels, which can create resistance during advancement and may lead to vessel damage, as well. Without functional testing and dimensional analysis engineering is unable to determine the root cause of the reported insertion difficulty in patient and sheath shaft gap with introducer. It is possible that patient factors (a point of plaque in the abdominal aorta and moderate tortuosity) may have caused or contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.